Event description:
It was reported that during the procedure in the left anterior descending artery, a non-abbott stent was deployed. A 3.5x15 nc trek dilatation catheter was advanced but could not cross the stent and the stent struts became damaged (bent). The catheter was removed from the anatomy without resistance and a non-abbott balloon was used to fully appose the stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cross-it 200 xt. Guide catheter: jl 6 fr. Sheath: bsc 6 fr. Stent: integrity. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.